Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder arthroscopy, the motor drive unit overheated and stopped working. Surgery was completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. A functional evaluation was performed on the returned device and a stuck right button causing the device to run intermittently. The left button and oscillate button worked as intended. It is noted the returned device did not get warm during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the intermittent output due to stuck right button include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Based on this investigation, the need for corrective action is not indicated.